Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer received a power source alert. There was no adverse impact to customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.